Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient saw an eos message on their controller in (B)(6). They could fully charge the ins but when the pressed the button it went blank- stimulation did not activate. The patient reported that it was pretty hard to walk. No further complications reported.